Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a scd sleeve. The customer reports a pt developed pressure ulcers while using scd sleeves. On (B)(6) 2011, the pt was transferred from spinal infusion surgery to the picu. At this time, reddened areas were noted on the pt's chin, the right knee 2.5 x 4 cm, the right shin 6.5 x 3 cm, and the right ankle 10.5 x 6 cm. Additional reddened areas were also noted on the 2nd and 5th metatarsal, the left knee 3 x 2.5 cm, and the left ankle 6 x 10 cm. Additionally, the pt's left heel displayed a large purplish black, reddish blue hematoma. At the time of the alleged incident, the pt was wearing both (non-covidien) compression stockings and (covidien) scd sleeves. The compression stockings were removed, while the scd's sleeves continued to be utilized. Post-op day (B)(6), the pt's pressure ulcers had worsened, post-op day (B)(6), the pt was discharged home, thus no further info is available.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.